Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on the electronic assembly. There was moisture damage found on the motor assembly. They were unable to perform the prime/ compromised force sensor system test due to the no button response.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 70 mg/dl at the time of the incident. The customer stated that the pump kept rewinding. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.